Event description:
It was reported through the research article "stemi from aortic valve thrombus in heartmate iii lvad" identifying that heartmate 3 (hm3) may be related with aortic valve thrombosis. The patient implanted with hm3 left ventricular assist device (lvad) was found to have crushing substernal chest pain. Physical exam revealed a normal hum of their lvad. Earlier in the day the speed of the lvad was changed to 5100 rpm to allow for aortic valve opening. A few hours later the patient became particularly symptomatic and noted to be bradycardic with a st elevation injury pattern. This patient underwent urgent left heart catheterization and revealed an acute thrombus in the ostial left circumflex, which was treated with aspiration thrombectomy. To assess for thrombus origin, the patient underwent computed tomography (CT) chest angiography which demonstrated a thrombus on the left coronary cusp. The patient started on intravenous (IV) heparin and clinicians chose to increase international normalized ratio (inr) goal to 3.0-3.5 for more aggressive anticoagulation in order to treat the aortic valve thrombus medically.

Manufacturer narrative:
Specific patient information and device serial number are documented as unknown. Date of event has been entered as the same as published date (april 2022) since date of data collection was not provided. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the heartmate 3 left ventricular assist system (lvas) and the reported events could not conclusively be established through this evaluation. The research abstract titled ¿stemi from aortic valve thrombus in heartmate iii lvad¿ evaluated the relationship between left ventricular assist device (lvad) implantation and the formation of aortic valve thrombus. This study noted that a 64-year-old man recently implanted with an lvad was found to have crushing substernal chest pain. Physical examination revealed a normal hum of the lvad. Earlier in the day, the pump¿s speed was adjusted to allow for aortic valve opening. A few hours later, the patient became particularly symptomatic and was noted to be bradycardic with an st elevation injury pattern. The patient met the diagnosis for acute st-elevation myocardial infarction (stemi) and an urgent left heart catherization revealed an acute thrombus in the ostial left circumflex, which was treated with aspiration thrombectomy. The patient underwent a computed tomography (CT) chest angiography, which demonstrated a thrombus on the left coronary cusp. The patient was started on intravenous (IV) heparin and the international normalized ratio (inr) goal was increased for more aggressive anticoagulation in order to treat the aortic valve thrombus medically. The study concluded that acute coronary syndrome in lvad patients, although rare, can occur. The device history record could not be reviewed as the heartmate 3 device serial number, as well as other specific case/patient information, are not available. The heartmate 3 lvas instruction for use (IFU) is currently available. Section 1 of this document lists cardiac arrhythmia, venous thromboembolism, arterial non-central nervous system (cns) thromboembolism, and myocardial infarction as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 entitled ¿patient care and management¿ also lists arrhythmia and thromboembolism as a potential late postimplant complication. Section 6 ¿patient care and management¿ (under "anticoagulation") also outlines the recommended anticoagulation regimen (including international normalized ratio (inr) range) for patients using the heartmate 3 lvas as well as the suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.